Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, a service history review, a review of the alarm log, and functional testing were performed. The damaged force sensing resistors (fsrs) were identified during the visual inspection. The cause of the condition was not determined. To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have damaged force sensing resistors. No additional information is available.